Manufacturer narrative:
Additional information: b.5, h.6, & h.10 the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the device history record for sn (B)(4) was performed from 12/05/2012 to 07/07/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for cracked/broken display which does not correlate to the customer reported issue.

Event description:
During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement.